Event description:
The customer reported that the patient was observed to have been losing blood after a laparoscopic gastric sleeve procedure. The patient received a transfusion and is currently in good condition. The device provided end tones after sealing during the procedure. The device was disposed of at the site. No further information is available.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.